Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation the most probable cause of this complaint is damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the control unit of the videoscope was sticky due to water leakage. There were no reports of patient involvement.